Event description:
A hydrothermablator procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the pt was over-dilated as the physician had resected a fibroid. During the hysteroscopy phase there was some minor leaking and the physician applied a seal. There were no leaks during the heat up phase. Approximately, three minutes into the ablation phase, there was a fluid loss of alarm of 10cc at 6cc/min. The fluid burned the pt's buttocks. Reportedly, it was a second degree burn, and approximately 1cm by 3 inches. The physician applied silvadene cream, cooled the pt down, added a second tenaculum and completed the procedure. The pt's condition was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval since it was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.